Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - video analysis additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 video analysis: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the user using the suture in a procedure, the doctor applies force on the suture which is broken in several occasions. In the video, the applied force on the suture cannot be determined. Based on the video review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, defective suture. It broke several times during the unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? 24 pieces - were there patient consequences? If yes, please explain. No - please confirm if the devices are available for product return. No - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer to the attached email).